Manufacturer narrative:
(B)(4). Results: (moderate/severe calcification, moderate tortuosity), (force used), (stent deformed & failure to deliver device). Conclusions: (moderate/severe calcification, moderate tortuosity), (force used). Evaluation summary: the stent was positioned on the balloon per specification. The stent and balloon were bent. The twelfth proximal/middle stent segments and the eighth distal stent segments were raised and had deformed struts. Blood was evident between the balloon folds. No further damage was noted.

Event description:
The physician was attempting to deliver a 3.50mm diameter x 30mm length endeavor resolute rx drug-eluting stent to the rca. The physician made 2 attempts to deliver the device using force, but was unsuccessful and the device was removed. On removal it was noticed that there was damage to the distal and mid sections of the stent. The device was inspected prior to use with no issues noted. The lesion was pre-dilated numerous times prior to the attempted delivery of the device. There was no difficulties during removal of the device. There was no adverse effect on the pt and no additional clinical sequelae were reported.